Event description:
It was reported patients' dbs extensions were auto reducing due to high impedances and unable to provide therapy. As such, surgical intervention was undertaken wherein both the extensions were explanted. Therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.